Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer concerned pump was not working properly. The customer entered blood glucose to take bolus correction and the pump estimated 6 units. The customer is concerned that the pump calculated too much insulin and the customer decreased the bolus to 3 units. The customer reported a blood glucose value of 264 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-332a, mmt-213a, mmt-1884, mmt-7040a. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. Troubleshooting was performed for the suspend on low/suspend before low. The customer had questions or concerns about the suspend on low/suspend before the low feature. The customer inquired about what would happen to subsequent alarms while the pump is in suspend event. Explained alarms will queue and are displayed once cust selects dismiss. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Event description:
Updated summary: it was reported to medtronic minimed that the customer concerned pump was not working properly. The customer entered blood glucose to take bolus correction and the pump estimated 6 units and the customer mentioned the pump was over-delivery. The customer is concerned that the pump calculated too much insulin and the customer decreased the bolus to 3 units. The customer reported a blood glucose value of 264 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved product(s) mmt-332a, mmt-213a, mmt-1884, mmt-7040a. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. Troubleshooting was performed for the suspend on low/suspend before low. The customer had questions or concerns about the suspend on low/suspend before the low feature. The customer inquired about what would happen to subsequent alarms while the pump is in suspend event. Explained alarms will queue and are displayed once customer selects dismiss. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (medical device problem code 1311 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.